Event description:
Surgeon reported that during the implant md noticed a tear in a leaflet. The valve was abandoned and replaced with a 21mm hancock valve. There was no reported adverse effects to the pt and the valve was returned for analysis.